Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was ¿impossible¿ to introduce the lead into the implantable neurostimulator (ins), as ¿it would block¿ half way.¿ the ins was not implanted and the patient was implanted with a different ins another day. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that all balseal connectors were damaged. The balseal wires had been pushed back into the connector block.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.